Event description:
First physician reported catheter created a "lip". Second physician reported that the peel away sheath was "flanging out". Also, that the dilator was "too stiff" nad physician had difficulty.

Event description:
First physician reported catheter created a "lip". Second physician reported that the peel away sheath was "flanging out". Also, that the dilator was "too stiff" and physician had difficulty.